Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The device was received opened without a pouch. A visual inspection was performed with the naked eye and a crack on the rim was observed. Functional testing was performed which included leak testing. All functional testing performed was acceptable. All box dimensions on the returned sample was measured and passed. The reported condition was verified based on the sample evaluation. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was leaking betadine upon initial application. This event occurred during patient use. Over the past few days the parents had to clean around the cap several times as the betadine continued to leak. The baxter representative examined this cap and confirmed there was a vertical crack in the minicap. They had clamped the line. It was reported that the patient was treated with prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.